Event description:
Notified by fmc of this customer report. Stated complaint is "blood leak" at area of the heparin line to mainline tubing (appears to be describing tee connector). Healthcare professional provided the following complaint details. Reported leak occurred at 2.75 hour of 3.0 hour treatment. Ebl 300cc to include both the discard of the complete extracorporeal circuit and the actual leak of blood (as the pt's blood could not be returned). The caregiver responded to an alarm of the dialysate machine. They found an "air-in-blood" and saw blood leaking from a source as described, ebl not specifically reported. The blood flow at the time of the leak was 450cc/min. The pt's blood pressure and machine had been checked five minutes prior to air-in-blood alarm. The pt c/o feeling "weak and dizzy" immediately post incident. However the symptoms were alleviated with normal saline bolus. Pre-incident on 8/9/1999 hematocrit was 31.5%, post-incident on 8/23/1999 was 30.6%. Epogen dose was increased from 2500u to 3,000u (each hd). There was no illness or injury reported as a result of the leak. MDR filed due to blood loss reported and medical intervention administered (increase in eopgen dose). Complaint sample discarded. There have been no similar incidents within this user facility.